Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set cannula kinked event on (B)(6) 2024. The blood glucose level was 395 mg/dl at the time of event and the patient was treated with correction bolus via pump and multiple daily injections (mdi). The site of insertion was at abdomen. The event occured within three hours of insertion. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.